Event description:
It was reported that the patient presented at clinic with a pacemaker that could not be interrogated via radiofrequency (rf) telemetry. During a follow-up, it was noted that the patient had an arrhythmia and their pacemaker had no magnet response. The pacemaker was explanted and replaced. The patient remained stable.

Manufacturer narrative:
The reported events of unable to interrogate and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found depleted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.